Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident of device will not power on was observed and attributed to a depleted battery and it was replaced to resolve the issue. No emerging trend based on similar reports.